Event description:
It was reported that the procedure was to treat a saphenous vein graft mid obtuse marginal artery. A 4.0 x 33 mm xience pro ll was unable to cross the lesion and the proximal part of the stent implant was damaged. A 4.0 x 23 mm xience pro was advanced to the lesion and it also would not cross. The procedure was completed as plain old balloon angioplasty (poba) with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the distal end of the balloon was shredding.

Manufacturer narrative:
(B)(4). Guide wire: whisper, balance middleweight universal ii; guide cath: 6f jr 4.0 sh. Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. Additionally balloon peeling was found. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the everolimus eluting coronary stent systems, xience pro, instructions for use states: the xience pro everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.